Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: reload jaw could not open after successful assembly on idrive ultra during cycling process. Pt is involved without injury. No reinforcement material used in conjunction with the stapling device. No unanticipated tissue loss resulted from this problem. No tissue damage resulted from this problem. No blood loss of 500cc or more due to the product problem. No adverse event reported as a result of any delay in surgery.